Event description:
Supplemental report being submitted due to additional information being received and added to the patient/event info - notes on 17-feb-2021. Two physicians were deploying two identical stent simultaneously. The delivery system in a pin and pull deployment, however, one physician pushed the hub into the handle. This cause the stent to crimp up on itself and land in the incorrect location. The stent was left in place inside of a cook gianturco-rosch tracheobronchial stent. A boston scientific stent was used to stent inside of the zilver vena venous self-expanding stent. After the procedure, the district manager spoke and confirmed with the physicians, the incorrect deployment of the stent. Patient outcome: did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? Yes - an additional stent was placed to complete the procedure. Did the product cause or contribute to the need for additional procedures? Yes. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Patient/event info - notes: 1. Was the zilver vena placed inside another cook stent and then a boston scientific stent placed inside these ¿ stent-in-stent-in-stent placement? . -- correct, z-stent placed then zilvervena (ones side error happened) so then boston inside zilver vena. 2. What was the target location of these devices? --the target lesion location for the z-stent was in the ivc, the target for the zilver vena was for the cranial end of the stent to land in the middle of the z-stent, only on side the rt landed in intended location the left was pushed up about 1.5cm above the level of where the z-stent landed.

Manufacturer narrative:
Annex g: g04122 - stent. D2) nio stent, iliac. D2b) product code: qan. PMA/510(k) #: p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
D2) nio stent, iliac. D2b) product code: qan. Device evaluation: the zvt7-35-80-16-140 device of lot number c1769827 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zvt7-35-80-16-140 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zvt7-35-80-16-140 of lot number c1769827 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1769827. It should be noted that the instructions for use (ifu0091-7) states the following: the instructions for use state the following: deployment of the stent 4. Hold the hub end stationary and slowly pull the handler (a) toward the hub (b) (fig. 7). There is evidence to suggest the user did not follow the instructions for use as according to the customer testimony one physician pushed the hub into the handle. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: the complaint of concertinaed zvt7-35-80-16-140 deployment is confirmed. The advanced stent position, the concertinaed stent shortening, and the delivery system tip position are consistent with the reported handle advancement during deployment. Root cause review: a definitive root cause of user error was identified from the available information. The instructions for use (ifu0091-7) instruct the user to pull the handle towards the hub when deploying the stent. According to the information available one physician pushed the hub into the handle during the procedure. As per the image review, the concertinaed stent shortening, and the delivery system tip position are consistent with the reported handle advancement during deployment. Summary: complaint is confirmed as the failure was verified in the image(s). The concertinaed stent shortening, and the delivery system tip position are consistent with the reported handle advancement during deployment according to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Annex g: g04122 - stent. D2) nio stent, iliac. D2b) product code: (B)(4). PMA/510(k) #: p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to image review being completed on (B)(6) 2021. Impression: 1. The complaint of concertinaed (B)(4) deployment is confirmed. 2. The advanced stent position, the concertinaed stent shortening, and the delivery system tip position are consistent with the reported handle advancement during deployment.

Manufacturer narrative:
Nio stent, iliac. Product code: (B)(4). PMA/510(k) #: p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Two physicians were deploying two identical stent simultaneously. The delivery system in a pin and pull deployment, however, one physician pushed the hub into the handle. This cause the stent to crimp up on itself and land in the incorrect location. The stent was left in place inside of a cook gianturco-rosch tracheobronchial stent. A boston scientific stent was used to stent inside of the zilver vena venous self-expanding stent. After the procedure, the district manager spoke and confirmed with the physicians, the incorrect deployment of the stent. Patient outcome: did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? Yes - an additional stent was placed to complete the procedure. Did the product cause or contribute to the need for additional procedures? Yes. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No.